Event description:
(B)(4). I was going in for a tubal ligation and though my tubes were being tied but instead I got these foreign objects put into my body, since 2009 I have been suffering with severe abdonimal pains, sharp stabbing pain, constant headaches, heavy and painful menstrual cycles , loss of energy, depression, hives, loss of sex drive, trouble sleeping,mood swings ,anxiety , change in body odor, memory loss, difficulty concentrating. Fatigue,feelings of dread, hot flashes, trouble sleeping, night sweats, irritability, pelvic pain, and sometimes I can actually feel something through my abdominal area if I push in the area of pain.